Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the connection point between the light guide connector and the video cable is loose. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video connector cover is crack was caused by a component failure of video connector cover, video connector cover is dent was caused by a component failure of video connector cover, olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connector section of the subject device was cracked. There were no reports of patient harm.

Manufacturer narrative:
E1- facility name - (B)(6) hospital. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.